Event description:
It was reported patient underwent a right hip revision approximately 13 year¿s post implantation due to pain and corrosion. During the procedure, corrosion was noted inside the head and on the stem. Stem remains implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant products: 00801803201-femoral head sterile product do not resterilize 12/14 taper-61187191; 00620205022- shell porous with cluster holes 50 mm- 61221256; 00630505032- liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells- 61172038; 00625006520- bone screw self-tapping 6.5 mm dia. 20 mm length- bone screw self-tapping 6.5 mm dia. 20 mm length- 61202363; 00625006525- bone screw self-tapping 6.5 mm dia. 25 mm length- 61185878. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2022 - 00102 . Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical - g04 code (stem). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.